Manufacturer narrative:
(B)(4). Batch #: v94u5m. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. In addition the clamp arm was noted to be loose not broken but the left side is out of its intended position. The device was connected to a test hand piece and functionality tested on a gen11. No "relax pressure on blade" alert screen was displayed during the test. During analysis, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient use may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. No alert screen was displayed as reported. The device was disassembled to inspect the internal components and no anomalies were noted. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy the ¿relax pressure on blade¿ alert screen was displayed by the generator. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.